Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced burning and shifting of device. Technical services (ts) referred patient to a clinic to discuss the issue. This device remains in service. No adverse patient effects were reported.